Event description:
False low blood sugar reading on my reli-on micro blood glucose test strips. Understand they have now recalled lot number 45369. I have had low results for the last week. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: to test blood glucose levels.